Event description:
Information received from the field notes that the device could not be interrogated. The patient's presenting rhythm was intrinsic at approximately 78 bpm. No pacing was seen with magnet application. Intrinsic rates between 50 and 80 bpm were seen with the base rate set at 60 ppm and hysteresis off. The device was subsequently replaced.